Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 600 mg/dl range. Customer¿s bg was treated with manual injection and intravenously with fluids and antibiotics. The customer was discharged on (B)(6) 2022 with the issue resolved. Reportedly, the customer had diabetic ulcer that may have impacted bg. Additionally, the customer was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Reportedly, customer continued using pump for insulin therapy.